Manufacturer narrative:
The patient was admitted for a biliary stenting procedure. The lesion was heavily calcified and moderately tortuous with a 90% stenosis. The patient had a percutaneous transhepatic cholangio drainage tube removed and a smart stent was selected for implantation. As the stent encountered some resistance during advancement towards the lesion the device was pushed with extra force resulting in deployment of the stent edge just proximal to the target lesion. The product was exchanged for another stent and the procedure was completed without any complications. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15187584 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Event description:
The patient was admitted for a biliary stenting procedure. The lesion was heavily calcified and had 90% stenosis and the vessel was moderately tortuous. The patient had a percutaneous transhepatic cholangiodrainage tube removed and a smart stent was selected to be implanted. However, the stent advance with some resistance occurring. When the device was pushed, with extra force, the stent edge was deployed just before the target lesion. The product was exchanged for another stent and the procedure was completed without any complications.